Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they started getting urinary tract infections when they got the implant and didn't know why that was the case. They said they had one recently, but it was resolved with antibiotics. Additional information was received. The healthcare provider reported that the patient did not have a uti, they attributed poorly controlled symptoms to uti. No further complications were reported or anticipated.